Event description:
On or around 4/29/97 the account reported a false negative result for bhcg, which was run on the axsym analyzer. According to the account, the sample was run with a 1:10 dilution, result => 10,000 mlu/ml, and with a 1:200 dilution, result =< mlu/ml, which was reported as negative. An alert or flag was not given with the erratic result. The sample was retested with a 1:20 manual dilution, result = 16,396 mlu/ml. The pt's current condition is unk. No report of injury. The fluidics check had failed on the analyzer and lls (liquid level sense) problems were being observed. The slope % differential was also failing. An fsr visited the account and noted the actuator plate was not correctly positioned and the probe out of alignment.